Manufacturer narrative:
Investigation / evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. A visual examination of the returned used/damaged sheath revealed it was separated into 2 segments at the bonded area. It was noted that the tubing at the separation site was smooth (material not frayed), and the tubing did not display any signs of elongation. It was reported that resistance had been encountered when trying to remove the sheath; therefore, it is likely that the patient's calcified and "somewhat tortuous" anatomy contributed to this resistance. Based on visual inspection of the returned complaint device and the results of our investigation, it is possible the device was manufactured with an insufficient bond melt. However, it was reported that neither a wire guide nor a dilator had been inserted during removal of the sheath. It should be noted that per the provided instructions for use (IFU), it is stated: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The root cause can be attributed to product use or handling related, user technique. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported that, during an angiogram procedure, the sheath was in the groin at the right common femoral access and the user was intervening in the iliac artery. The user stented the iliac artery through the sheath. Upon pulling sheath out of the body after completion of the procedure, the sheath felt difficult to remove and eventually the tip of the sheath broke off inside the body. The tip of the sheath was removed by cut down / open procedure. The patient is in stable condition and was discharged.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the sheath was in the groin and the user was intervening in the iliac artery. The user stented the iliac artery through the sheath. Upon pulling sheath out of the body after completion of the procedure, the sheath felt difficult to remove and eventually the tip of the sheath broke off inside the body. The tip of the sheath was removed by cut down / open procedure. The patient is in stable condition and was discharged.